Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated / possible migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (cannot wear jewelry containing nickel as it irritates her skin, not diagnosed with a nickel allergy.). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia/ painful intercourse/ pain with intercourse"), 4 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("bilateral ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy menstrual periods"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("her lower abdomen seemed to hurt most of the time/ right lower quadrant and left lower quadrant pain"), cystitis interstitial ("interstitial cystitis"), migraine ("migraines"), headache ("headache") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, perineal pain, abdominal pain, menorrhagia, cystitis interstitial, ovarian cyst, migraine, headache and genital haemorrhage outcome was unknown and the pelvic pain, dyspareunia, alopecia, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis interstitial, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and perineal pain to be related to essure. The reporter commented: due to the migration of the essure coil, she was being referred to a specialist for removal of the fallopian tubes or partial hysterectomy. Plaintiff has suffered hair loss to the extent that she wears wigs. Diagnostic results: on (B)(6) 2015, plaintiff underwent a transvaginal ultrasound to evaluate her symptoms of pelvic pain and dyspareunia. The ultrasound report stated, by history, the patient has essure fallopian tube occlusion devices in place, but these were not well seen by ultrasound. On (B)(6) 2016, plaintiff had computerised tomogram pelvis which reported bilateral ovarian cysts which were not apparent in the ultrasound six months earlier and fallopian tube occluders also noted. On (B)(6) 2017, a pelvic ultrasound was done to evaluate her symptoms of pelvic pain and dyspareunia which were getting worse. In late march/early (B)(6) 2017, plaintiff underwent the recommended follow-up pelvic ultrasound and was advised that one of her essure coils had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated / possible migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (cannot wear jewelry containing nickel as it irritates her skin, not diagnosed with a nickel allergy.). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia/ painful intercourse/ pain with intercourse"), 4 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("bilateral ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy menstrual periods"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("her lower abdomen seemed to hurt most of the time/ right lower quadrant and left lower quadrant pain"), cystitis interstitial ("interstitial cystitis"), migraine ("migraines"), headache ("headache") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, perineal pain, abdominal pain, menorrhagia, cystitis interstitial, ovarian cyst, migraine, headache and genital haemorrhage outcome was unknown and the pelvic pain, dyspareunia, alopecia, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis interstitial, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and perineal pain to be related to essure. The reporter commented: due to the migration of the essure coil, she was being referred to a specialist for removal of the fallopian tubes or partial hysterectomy. Plaintiff has suffered hair loss to the extent that she wears wigs. Diagnostic results: on (B)(6) 2015, plaintiff underwent a transvaginal ultrasound to evaluate her symptoms of pelvic pain and dyspareunia. The ultrasound report stated, by history, the patient has essure fallopian tube occlusion devices in place, but these were not well seen by ultrasound. On (B)(6) 2016, plaintiff had computerised tomogram pelvis which reported bilateral ovarian cysts which were not apparent in the ultrasound six months earlier and fallopian tube occluders also noted. On (B)(6) 2017, a pelvic ultrasound was done to evaluate her symptoms of pelvic pain and dyspareunia which were getting worse. In late (B)(6) of 2017, plaintiff underwent the recommended follow-up pelvic ultrasound and was advised that one of her essure coils had migrated. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received :case upgraded to serious category, event migration updated, new events added-migraines, headaches, abnormal bleeding and removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated / possible migration') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. *on (B)(6) 2015, plaintiff underwent a transvaginal ultrasound to evaluate her symptoms of pelvic pain and dyspareunia. The ultrasound report stated, by history, the patient has essure fallopian tube occlusion devices in place, but these were not well seen by ultrasound. On (B)(6) 2016, plaintiff had computerised tomogram pelvis which reported bilateral ovarian cysts which were not apparent in the ultrasound six months earlier and fallopian tube occluders also noted. On (B)(6) 2017, a pelvic ultrasound was done to evaluate her symptoms of pelvic pain and dyspareunia which were getting worse. In (B)(6) 2017, plaintiff underwent the recommended follow-up pelvic ultrasound and was advised that one of her essure coils had migrated. Concurrent conditions included nickel sensitivity (cannot wear jewelry containing nickel as it irritates her skin, not diagnosed with a nickel allergy.). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia/ painful intercourse/ pain with intercourse"), 4 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("bilateral ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menstrual periods"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("her lower abdomen seemed to hurt most of the time/ right lower quadrant and left lower quadrant pain"), cystitis interstitial ("interstitial cystitis"), migraine ("migraines"), headache ("headache") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, perineal pain, abdominal pain, heavy menstrual bleeding, cystitis interstitial, ovarian cyst, migraine, headache and genital haemorrhage outcome was unknown and the pelvic pain, dyspareunia, alopecia, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis interstitial, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain and perineal pain to be related to essure. The reporter commented: due to the migration of the essure coil, she was being referred to a specialist for removal of the fallopian tubes or partial hysterectomy. Plaintiff has suffered hair loss to the extent that she wears wigs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received-new reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils had migrated / possible migration') and salpingitis ('left fallopian tube enlarged/chronic inflammation') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, uterine enlargement and pelvic adhesions. On (B)(6) 2015, plaintiff underwent a transvaginal ultrasound to evaluate her symptoms of pelvic pain and dyspareunia. The ultrasound report stated, by history, the patient has essure fallopian tube occlusion devices in place, but these were not well seen by ultrasound. On (B)(6) 2016, plaintiff had computerised tomogram pelvis which reported bilateral ovarian cysts which were not apparent in the ultrasound six months earlier and fallopian tube occluders also noted. On (B)(6) 2017, a pelvic ultrasound was done to evaluate her symptoms of pelvic pain and dyspareunia which were getting worse. In late march/early (B)(6) of 2017, plaintiff underwent the recommended follow-up pelvic ultrasound and was advised that one of her essure coils had migrated. Concurrent conditions included nickel sensitivity (cannot wear jewelry containing nickel as it irritates her skin, not diagnosed with a nickel allergy.). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia/ painful intercourse/ pain with intercourse"), 4 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("bilateral ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menstrual periods"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("her lower abdomen seemed to hurt most of the time/ right lower quadrant and left lower quadrant pain"), cystitis interstitial ("interstitial cystitis"), migraine ("migraines"), headache ("headache") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed and tlh, b-s). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, salpingitis, perineal pain, abdominal pain, heavy menstrual bleeding, cystitis interstitial, ovarian cyst, migraine, headache and genital haemorrhage outcome was unknown and the pelvic pain, dyspareunia, alopecia, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis interstitial, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain, perineal pain and salpingitis to be related to essure. The reporter commented: due to the migration of the essure coil, she was being referred to a specialist for removal of the fallopian tubes or partial hysterectomy. Plaintiff has suffered hair loss to the extent that she wears wigs. Concerning the injuries reported in the case, the following ones are confirmed in patients medical records: pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2021: mr received. Reporter information , date explanted, other relevant history added. Event : "left fallopian tube enlarged added". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.